Event description:
Procedure type: roux-en-y. According to the reporter: the device did not cut through the bowel and only made one "donut" making this an unsuccessful attempt. Unanticipated tissue loss occurred. No blood loss was reported. No delay in operating time was reported.

Manufacturer narrative:
(B)(4).